Event description:
Boston scientific received information that there was an infection and erosion that took place with a patient that has a medical device. There is no indication that this lead was removed.